Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had cracked display window corner, cracked battery tube threads, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer received button error alarm and is not able to clear it. Customer's blood glucose was 285 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.